Event description:
It was reported by service report that the caller stated stretcher would not raise up from low height when pump pedal is actuated on 1015 big wheel stretcher. No pt involvement or adverse consequences are reported.